Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was admitted to the hospital with complaint of abdominal pain and was diagnosed with acute pancreatitis. Approximately one and a half months post hospital admission, the patient had complaint of bilateral calf pain. Doppler study of the lower extremities was performed and demonstrated deep venous thrombosis in the left common femoral vein. The following day, the patient was scheduled for filter placement due to high risk for pulmonary embolism. The right common femoral vein was accessed and a retrievable filter was successfully deployed below the renal veins. One day post filter deployment, the patient was transferred to a rehabilitation facility. Approximately one month post filter deployment, the patient was admitted to the hospital with complaint of hematemesis and melena. The patient could not be started back on warfarin until an egd was performed; however the patient refused the test two times. Warfarin was held and the patient was referred to a hematology clinic to evaluate if patient still needed warfarin in spite of the ivc filter. Approximately five years ten months post filter deployment, a chest x-ray demonstrated a linear radiodensity within a pulmonary vessel which was unchanged from a chest x-ray performed approximately four years ten months post filter deployment. A retrospective review of a CT kub performed approximately four years four months post filter deployment demonstrated five filter arms and 6 filter legs, and there was concern for a missing filter arm. The findings demonstrated on the chest x-rays were concerning for a detached filter arm and additional radiographs of the abdomen could be performed for further evaluation of the ivc filter. Approximately six years post filter deployment, CT scan performed for left flank pain demonstrated an inferior vena cava filter in place. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed due to high risk for pulmonary embolism. Five years and ten months post filter deployment, a chest x-ray demonstrated a 3cm linear density within a pulmonary vessel . Based on the medical records, the investigation can be confirmed for an arm detachment. Additionally, a retrospective review, after the finding of the 3cm linear density, of a CT scan identified that only five filter arms and six filter legs could be demonstrated. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately four years four months post filter deployment in a patient at high risk for pulmonary embolism, CT scan demonstrated a filter in place with one detached filter limb. Subsequent chest x-rays performed demonstrated a linear radiodensity within a pulmonary vessel which remained unchanged in position. Approximately six years post filter deployment, CT scan demonstrated an inferior vena cava filter in place. No additional information was provided in the medical records received.